Manufacturer narrative:
The device was returned to the manufacturer and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that while the patient was at home and being assisted with a dressing change, the system controller started to alarm and all of the leds were flashing. At first it was believed to be a system controller test. During the start of the event, the patient was connected to a patient cable. The patient's wife switched the patient to battery power without resolution and noted a yellow battery alarm. She then changed the system controller's battery and stated that the red heart alarm flashed twice more. During the course of the event, the patient lost consciousness while sitting in the bed. The patient's wife called the cardiologist and was instructed to change the system controller. After the system controller was exchanged with the patient's backup system controller, the patient regained consciousness and the alarms were resolved. The patient has not had any aberrant readings on lvad interrogation since he's been on his backup system controller. The patient remains ongoing.